Manufacturer narrative:
Block b3: exact date unknown, event occurred the end of april 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 7141338, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160, model: sc-4316 , serial: na , batch: 33452075, UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.